Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) found evidence of physical damage to rear casing of the iabp console. The fse isolated the helium leak to the damaged brass fitting at helium inlet to helium reservoir assembly, physically located behind the section of the rear casing which demonstrated physical damage. The fse replaced the helium reservoir assembly, performed full functional check and safety test and cleared the unit for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium during use on a patient. No patient death, injury, or adverse event was reported.